Event description:
Information received by medtronic indicated that the insulin pump had received low battery alarm or short battery life. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 19:25:00.000, (B)(6) 2021 12:34:00.000, (B)(6) 2021 21:28:00.000, (B)(6) 2021 18:07:00.000, and (B)(6) 2021 05:36:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 05:03:28.000, (B)(6) 2021 12:57:57.000, (B)(6) 2021 23:46:24.000, (B)(6) 2021 20:43:44.000, and (B)(6) 2021 15:39:23.000. And replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:38:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcb2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcb2. (B)(4).